Manufacturer narrative:
The pump was received at right way medical for preventive maintenance (pm) testing. During testing, the pump was plugged in, but the charging indicator light did not illuminate. The technician proceeded to replace the power board. However, upon installation, the replacement board began to smoke. Further review revealed that the technician did not have ac power connected during the replacement process. The pump was unplugged from ac, the board was removed, and the wire connections were disconnected, and new wires were connected. At that point, the new power board began to smoke before the ac power was reconnected to the pump. A review of the serial number history revealed no prior similar complaints. The failure mode was confirmed, but the root cause remains undetermined. Reference to complaint (B)(4).

Event description:
The pump was received at right way medical for preventive maintenance (pm) testing. During testing, the pump was plugged in, but the charging indicator light did not illuminate. The technician proceeded to replace the power board. However, upon installation, the replacement board began to smoke .there was no patient involvement reported.